Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-ray and motion batteries were discharged to a level that would not allow them to recharge. To resolve the reported issue, the x-ray and motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was left unplugged over the course of a weekend and the batteries required replacement. There was no patient present when this issue was identified. No additional information was provided.